Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that when the customer removed the sensor the cannula was missing. The transmitter did not blink when connected to the sensor. Customer's blood glucose level was not reported. The customer believed the needle pulled it out because it was tough to remove. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.